Event description:
During a left heart catheterization procedure the mckesson hemodynamic system froze up and we were unable to record pressures during the end of the procedure. The left ventricular (lv) pressures could be visually seen by the doctor but that pressure with the pull back could not be recorded. No harm to patient. The pressures were within normal limits. Is came and replaced a cable and we proceeded with the next case.